Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned for evaluation. Foreign material on the retrieval catheter may be due to, but not limited to, manufacturing, packaging or handling. In this case, the first unit reported was returned for analysis and the white material was not confirmed. It was determined that the material observed was likely perfluropolyether (ptfe) lubricant. Ptfe lubricant is applied to the distal tip of the retrieval catheter during manufacturing, and is used to aid in the retrieval force required to retrieve the filtration element. Based on the returned device analysis, there is no indication of a product quality deficiency.

Event description:
It was reported that during preparation and flushing of the recovery catheter of the emboshield nav6, there was a white lubricant looking material noted in the distal tip. The device was not used in the patient. Another same size and lot number emboshield nav6 was chosen and appeared to have the same issue. That device was flushed, which removed the material, and the device was used to complete the procedure. There was no reported adverse patient effect or sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned for evaluation. Foreign material on the retrieval catheter may be due to, but not limited to, manufacturing, packaging or handling. In this case, the first unit reported was returned for analysis and the white material was not confirmed. It was determined that the material observed was perfluoropolyether (ptfe) lubricant. Ptfe lubricant is applied to the distal tip of the retrieval catheter during manufacturing, and is used to aid in the retrieval force required to retrieve the filtration element. Because it was reported that the white substance was noted and the device was flushed and used anyway, it should be noted that the emboshield nav 6 instructions for use states: carefully inspect device components prior to use to verify that they have not been damaged and that the size, shape and condition are suitable for the procedure for which they are to be used. In this case, the material noted on the retrieval catheter was a known lubricant applied during manufacturing. The decision to use the device anyway did not cause or contribute to the event. A review of the finished device lot history record did not reveal any nonconforming material records for this lot that would have contributed to this incident. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The first emboshield nav6 is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.